Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor had 2 pipeline shield devices that failed to open on the distal end. The device was prepped per IFU and then inserted into phenom 027 catheter. Device was then tracked into the patient's lica. Device was then initially deployed and opened in the mid and proximal sections but the distal end of device would not open. The doctor re-sheathed the device and attempted to deploy a second time. The device again failed to open on the distal end. This pipeline was removed and another pipeline shield was opened and attempted with the same result. The distal end of the second device would not open after 2 attempts. The second pipeline device was removed from the patient. They switched to surpass evolve and successfully implanted a device. Patient did not suffer injury during this procedure. The pipeline was not positioned in a bend and more than 50% of the device was deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times and there were no additional steps or other devices required to open the pipeline. The devices were resheathed and removed from the patient with the microcatheter. The pipeline was used for an indication that is approved (on-label) and the pipeline and any accessory devices were prepared as indicated in the IFU.   The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the left internal carotid artery, paraopthalmic aneurysm with a max diameter of 4mm and a 2mm neck diameter. Landing zone was 3.99mm at the distal end and 4.96mm at the proximal end. It was noted the patient's blood flow was xxx and vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered, pru level was 76. Patient had good angiographic result post procedure. After 2 failed attempts with pipeline shield, a surpass evolve was implanted. Patient did not have a stroke during the procedure and all vessels were open with good blood flow after device implanted. The patient did not have any major health problems.   Ancillary devices include a qapel armadillo guide catheter, phenom27 150cm microcatheter, and aristotle 018 guidewire.

Manufacturer narrative:
Product analysis; as found condition: two pipeline flex w/ shield devices and one phenom-27 micro catheter were returned for analysis within shipping box and within two opened pipeline flex w/ shield outer carton. The two pipeline flex w/ shield braids were already deployed and returned within their respective outer cartons. Visual inspection/damage location details: no damages or irregularities were found with the phenom-27 catheter hub, catheter body , distal tip, or marker band. The pipeline flex w/ shield pusher was found extending out the phenom-27 catheter hub ~~41.2cm. The distal wire, dps sleeves and tip coil were found advanced out of the catheter tip. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. One braid end was found slightly tapered, damaged, and frayed. The middle braid was found damaged. The other braid end was found flared, damaged, and frayed. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~156.5 and the usable length was measured to be ~149.9cm. As the model and lot numbers were not reported, confirmation to specification could not be determined. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed for one of the returned braids. Possible causes are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling stents or inappropriate anatomy. The braids were found damaged. Potential causes for braid damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported devices were prepared per IFU, pipeline was not positioned in a bend, devices resheathed less than or equal to 2 times, and vessel tortuosity as minimal. There was no damages or irregularities found with the phenom-27 that would contribute towards the incomplete open. Therefore, the cause of the incomplete open could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis as found condition: two pipeline flex w/ shield devices and one phenom-27 micro catheter were returned for analysis within shipping box and within two opened pipeline flex w/ shield outer carton. The two pipeline flex w/ shield braids were already deployed and returned within their respective outer cartons. Visual inspection/damage location details: (first pipeline flex w/ shield and phenom-27) no damages or irregularities were found with the phenom-27 catheter hub, catheter body , distal tip, or marker band. The pipeline flex w/ shield pusher was found extending out the phenom-27 catheter hub ~~41.2cm. The distal wire, dps sleeves and tip coil were found advanced out of the catheter tip. The hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The tip coil was found intact. One braid end was found slightly tapered, damaged, and frayed. The middle braid was found damaged. The other braid end was found flared, damaged, and frayed. (Second pipeline flex w/ shield) the hypotube was found unstretched and undamaged with the ptfe shrink tubing still intact. No damages were found with the distal marker, re-sheathing pad or with the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found damaged (torn). The tip coil was found intact. Both braid ends were found to have completely opened, damaged, and frayed. The middle braid was found flattened. Testing/analysis: the phenom-27 micro catheter total length was measured to be ~156.5 and the usable length was measured to be ~149.9cm. As the model and lot numbers were not reported, confirmation to specification could not be determined. Conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed for one of the returned braids. Possible causes are damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, presence of other indwelling stents or inappropriate anatomy. The braids were found damaged. Potential causes for braid damage are high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braids were returned already deployed and out of its protective introducer sheaths and dispenser coils. Customer reported devices were prepared per IFU, pipeline was not positioned in a bend, devices resheathed less than or equal to 2 times, and vessel tortuosity as minimal. There was no damages or irregularities found with the phenom-27 that would contribute towards the incomplete open. Therefore, the cause of the incomplete open could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.